Event description:
This distributor became aware of an event that occurred involving a guidewire. It was used through an entry needle and left renal artery catherization was performed successfully. During a follow up angiogram a piece of the wire coating was noted in the right renal vein. A retrieval basket was then advanced and successfully retrieved the segment of coating. The pt experienced no sequelae as a result of this event. The directions for use for this product state: "to avoid damage and possible shearing of plastic, do not withdraw or manipulate through a metal cannula/metal dilator. Extreme caution should be observed when used with a onewall puncture style needle.